Manufacturer narrative:
Complete internal decontamination of the instrument was completed on 01/23/2019 at which time the customer initiated magnesium testing and monitoring of magnesium results. There have been no additional discrepant magnesium results reported on (B)(4) since the instrument decontamination. Although a single likely cause for the issue could not be identified, the instrument decontamination was the last troubleshooting performed by field service. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer generated falsely elevated magnesium results while using the clinical chemistry magnesium assay on the architect c4000 analyzer. The customer provided the following result data: (B)(6). Initial result 1.34 mmol/l, retested on a second analyzer: 0.34 and 0.34 mmol/l no impact to patient management was reported.